Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating display issue. The fse (field service engineer) checked and confirmed mrx (xl+) monitor no image, the display was malfunctioning. The fse (field service engineer) replaced 453564206121 xl+ kit-power supply to solve the issue. Device experienced issues with the screen/lcd display functionality, including but not limited to, screen not turning on, white screen, black screen, discoloration, missing pixels, flickering/intermittent visualization, and any other undefined visualization issues associated with the screen/lcd display. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.